Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system as "getting locked', when starting the study. It is unknown if the screen was, or was not, updating the patient information on the display. There was no adverse event or patient harm reported.